Event description:
Cook shorti sheath were alternately used but significant calcification was encountered at the subclavian junction. It could not be advanced past the innominate vein so it was replaced with a tightrail, dilating sheath. Alternating between this and a cook evolution sheath, the surgeon was able to close to the svc and the innominate vein. Laser was tried but unable to pass this junction. The procedure was abandoned because pt's blood pressure dropped, requiring medication. When the sheath was removed, it was found that the leads had started to break apart. The lead remnants were capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).